Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-nov-2022 to 25- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the fridge latch failure. A field service engineer replaced the latch and hasp to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation system fridge latch keeps failing. The customer stated that user was able to remove the med from another station and there are no pro long delays. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the srm failed due to component field service engineer replaced latch and hasp to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation system fridge latch keeps failing. The customer stated that user was able to remove the med from another station and there are no pro long delays. There were no adverse events or injuries reported based on this incident.